Event description:
It was reported that (2) devices were used during a rectum procedure. It was reported by the affiliate that the tsw45, with tr45b fired, had a staple line leakage. The surgeon converted to a laparotomy to complete the case. 03/10/2000: it was reported by the affiliate that in the first step, the surgeon made the stapling of the rectum with the tsw45 (there is no info about the reload used at this time). In the second step, the surgeon made the anastomosis under "coelioscopy". During the induction of a circular stapler in the anus, the surgeon noticed that staple line was incomplete. The circular stapler was not used. The surgeon then converted to an open procedure to complete the anastomosis. Add'l info will be provided as it is rec'd.